Manufacturer narrative:
Concomitant medical products: tri ts femur sz6 left; cat# 5512-f-601; lot# trau; tri ts baseplate size 7; cat# 5521-b-700; lot# mlbe; triathlon total knee system offset adapter 4mm; cat# 5570-s-040; lot# m9t68i; tri press-fit stem 17mm x 100mm; cat# 5565-s-017; lot# m8c27a; tri press-fit stem 19mm x 100mm; cat# 5565-s-019; lot# m9v11d; triathlon total knee system offset adapter 2mm; cat# 5570-s-020; lot# m9w55e; triathlon femoral distal augment 5mm - size 6 left; cat# 5540-a-601; lot# kvim; triathlon femoral distal augment 5mm - size 6 left; cat# 5540-a-601; lot# haio; tri post augment sz6 5mm; cat# 5543-a-600; lot# ssto. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Revision of re-implantation of full implants for infection. Paitent had a (B)(6) infection.